Event description:
Dual chamber pacemaker implanted for the following indications: syncope, sick sinus syndrome, paroxysmal atrial fibrillation, and 12-second pause with asystole. In the early morning hours roughly 1 week later the monitor strips indicate atrial spikes with no capture and ventricular spikes with widening qrs complex. Approximately 2 hours later the patient was found pulseless and apneic.what was the original intended procedure?treat.1. Syncope.2. Sick sinus syndrome.3. Paroxysmal atrial fibrillation.4. 12-second pause with asystole.device #1is this a laboratory device or laboratory test?no.